Event description:
In 2009, this pt was being treated emergently for a traumatic transection of the descending thoracic aorta. A gore tag thoracic endoprosthesis was deployed and angiography revealed extravasation of contrast at the lesion site and small invaginations on the proximal and distal ends of the device which were resolved with re-ballooning. The device migrated proximally into the ascending thoracic aorta and aortic root during a second re-ballooning. Despite multiple attempts to pull the device down, the physician explanted the device during open repair and another gore tag thoracic endoprosthesis was placed distal to the left subclavian artery. The graft moved proximally and the physician decided not to balloon the device. Completion angiography revealed the graft was in a good position with good flow into the vessels, and no extravasation of contrast. The pt was stable after the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to gore instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt population: traumatic aortic transections. Additional gore tri-lobe balloon catheter used during procedure. Please note that this event was initially reported in medwatch #2017233-2009-00156. Review of the file revealed that a separate medwatch needed to be submitted to capture the gore tri-lobe balloon catheter; therefore, this medwatch was created. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.